Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device could not power on. There was no pt use associated with the reported failure.